Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; hip(s) to be revised: right; type of hip replacement product: asr xl; reason(s) for revision : unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint -- asr revision, type of hip replacement and hip to be revised : unknown, reason(s) for revision : unknown. Update: added side to be revised, type of product and products. Received: (B)(6) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Update: added revision reason. Received: (B)(6) 2013. Reason(s) for revision: pain. Update - marked as legal and added kid number. Taken from (B)(6) email.